Event description:
It was reported via patient registry that a 23mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 4 years, 9 months due to patient prosthesis mismatch, high gradient, pannus, and severe regurgitation. Per the medical records, the patient underwent a replacement of the aortic valve, ascending aortic aneurysm repair with a #30mm dacron graft, and transverse aortic arch reconstruction with a 26mm dacron graft. There was significant aneurysmal disease. The 23mm valve was excised, calcium deposits were carefully debridement, and a 27mm valve was then seated in place and secured with pledgeted sutures. The patient was discharged home in stable condition on pod #11. Per the op-note, perforated leaflets x2 from the corknot device were noted. Per the pathology report, gross exam of explanted bioprosthetic aortic valve: 1 of the walls is notable for 2 small holes measuring 0.3 and 0.4 cm and speciemen 3 is designated "pannus" and consists of 3 irregular white fragments of the soft tissue measuring 0.8 x 0.4 x 0.1 cm, 1.1 x 0.4 x 0.1 cm and 2.1 x 1.0 x 0.1 cm. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 and h6 per new information received.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via patient registry that a 23mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 4 years, 9 months due to patient prosthesis mismatch, high gradient, leaflet perforation, dehiscence, pseudoaneurysm, calcification, and severe regurgitation. Patient was discharged home in good condition on pod #11. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.